Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The input block is not switching causing the reported leak. The manufacturing DHR is not relevant to the investigation due to the age of the device.

Event description:
It was reported that when connected to o2 source only, there is constant leak inside the ventilator. The o2 leak is noticeable even when switched off. When both gases are plugged in sources, no leak is present. Discovered during a pre-test; no patient involvement.

Event description:
It was reported that when connected to o2 source only, there is constant leak inside the ventilator. The o2 leak is noticeable even when switched off. When both gases are plugged in sources, no leak is present. Discovered during a pre-test; no patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The input block is not switching causing the reported leak. The manufacturing DHR is not relevant to the investigation due to the age of the device.